Manufacturer narrative:
Product event summary: analysis found there was a deviation between the stylus and the cursor on the screen due to the touchscreen. A stylus calibration didn't solved the problem. It was noted the stylus pen was cracked, but working correctly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported no calibration was possible. The programmer was returned for service. There was no patient involvement.